Manufacturer narrative:
Product ID (B)(4) lot# serial# (B)(4) implanted: explanted: product type catheter : analysis found that difficulty with the sc connector led to explant. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. Concomitant medical products: product ID: 8709sc, serial# (B)(4), product type: catheter. Information references the main component of the system. Other relevant device(s) are: product ID: 8709sc, serial/lot #: (B)(4), ubd: (B)(6) 2010, UDI#: (B)(4). Information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional and a manufacturer's representative (rep) regarding a patient who was receiving 20mg/ml dilaudid at 4.393mg/day via an implantable infusion pump for failed back surgery syndrome and spinal pain. It was reported that during a pump replacement the doctor "pulled back," on the catheter and there was an issue with the sc connection where it was linking but the doctor could not remove it all and it looked kind of "funky/different," so it was replaced with a new revision kit (8578). No symptoms were reported. No further complications were anticipated/reported.